Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room for syncope or near syncope. The right atrial (ra) lead exhibited occasional atrial undersensing and far field r-wave (ffrw) oversensing at times. The lead remains in use and programming changes were not requested. No further patient complications have been reported as a result of this event.